Event description:
It was reported that the white twist clamp (sleeve) of a minicap transfer set ¿moves up the pd catheter¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue main body due to broken occluder feet beneath the white twist sleeve. Leak, clear passage, and clamp function testing were performed, and a leak through a closed clamp was observed. The reported condition was verified. The cause of the damage could not be determined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.